Manufacturer narrative:
Multiple requests for additional information have been performed. The healthcare provider does not wish to provide any further information. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The explanted valves were not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Through review of medical article 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intuity valve: midterm outcomes', the following event was identified as pertaining to edwards intuity valves model 8300a: two (2) patients underwent redo-avr within 30 days from the initial implant surgery due to unknown reason. The replacement device information is unknown. The valves were initially implant in partial j-sternotomy.